Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.5 for mechanical circulatory support. The devices sidearm broke, the device was explanted and replaced with another impella 5.5. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
Complainant reported the patient was on impella cp support due to the primary indication of ami/csg (acute myocardial infarction/cardiogenic shock). While on support, on (B)(6) 2022, it was reported that the purge sidearm broke on original impella 5.5. The decision was made today to swap the 5.5 out for a new 5.5 device. Care was withdrawn and the patient expired.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.